Manufacturer narrative:
(B)(4). The device components are currently en route to fisher and paykel healthcare ((B)(4)) for eval. We will provide a follow-up report upon receipt of the components and completion of our investigation.

Event description:
A hospital in (B)(6) reported that the power fail alarm on a pw810 pt warmer does not function. No pt consequence was reported.